Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the unit was returned in a generic plastic bag inside of its hoop, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The pouch mentioned in the event description was not returned. Besides, the guidewire has the distal tip kinked. The overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were all within specification. The device was measured according to the drawings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the inner pouch was not sealed. A 182cm j pt graphix¿ guide wire was selected for use. However during unpacking, it was noted that the pouch which contains the product was opened and not sealed. The device was not used. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner pouch was not sealed. A 182cm j pt graphix¿ guide wire was selected for use. However during unpacking, it was noted that the pouch which contains the product was opened and not sealed. The device was not used. As there was no contact with the patient, no complications were reported.